Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.na

Event description:
This is filed for the arm positioner mechanical issue. It was reported that during preparation of the mitraclip delivery system, when attempting to open the clip; the arm positioner felt unusually light, the clip did not open and the clip arms did not move. The device was not used and was replaced. There was no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported unstable arm positioner and missing device component(release pin) were confirmed via returned device analysis. However, clip open inability was not tested. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and the reported unstable arm positioner and clip open inability was due to the reported missing release pin. The investigation determined the reported missing component (release pin) appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedure. Abbott vascular (av) will continue to trend the performance of these devices.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: it is suspected the release pin was missing from the device; thus, the light feeling of the arm positioner.